Event description:
A malfunction alarm on the pump was reported by the caller, with no significant events occurring before the malfunction and no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump by providing pump reset information, resolving the malfunction issue, and verifying that the error did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.